Event description:
It was reported that the zimmer skin graft mesher was catching the patient's skin. Additional clinical follow up with the customer indicated that the harvested graft was damaged by the mesher and an additional graft was required from the patient to complete the procedure. The customer had indicated that the patient's skin wasn't optimal to begin with. Surgery time was extended by 20 minutes and an alternate device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.